Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported during use, that cardiosave intra-aortic balloon pump (iabp) would not charge the batteries and had multiple gas loss alarms. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunctions. The fse replaced the pneumatic module assembly, the batteries, and the power management board. The unit passed all functional and safety testing. The iabp was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on patient, that cardiosave iabp (intra-aortic balloon pump) had dead batteries & gas loss alarm. No harm or injury reported to the patient.